Event description:
Healthcare professional reported a left side rupture. Healthcare professional later reported capsular contracture, baker grade ii. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed, opening assessed as fold flaw opening. Capsular contracture: unable to observe since it is a medical event and is not related to the device. Additional observations: no penetrating nick ( stress marks). No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported a left side rupture. Healthcare professional later reported capsular contracture, baker grade ii. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture. Device remains implanted.

Event description:
Healthcare professional reported capsular contracture baker grade ii. Device has been explanted.